Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was undergoing percutaneous stabilization at t12-l5 due to degenerative disc disease. Intra-op, aft ER rod insertion and break off was completed, the extender at l4 right could not be pulled off from the screw despite being in eject mode. The surgeon was told to rock extender in caudal-cranial direction and did that without any success. A lot more force was needed to remove the extender. This caused the extender to break with particles still attached to screw, which were subsequently removed. The product came in contact with the patient. No fragment of the broken instrument remained inside the patient. No injury to the patient was reported.

Manufacturer narrative:
Product analysis: visual examination identified associated component head gripper is bent laterally at the corner of the notch. Visually and optically identified witness marks and deformation on the inside of head grippers, suggesting possible inappropriate instrument release or attachment technique at some point during use. Conclusion: the above observations are consistent with bend stress overload. If information is provided in the future, a supplemental report will be issued.